Event description:
It was reported that the procedure was to treat a mid left anterior descending coronary artery (mlad) that is 75% stenosed. A 2.00x15mm mini trek was inflated once at 8 atmospheres (atm) but failed to inflate, even after several attempts. There were no adverse patient effects and no clinically significant delays. Additional information received from the account confirms that the device completely failed to inflate at all as the device held pressure but the balloon would not inflate. There was no leak noted. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported inflation problem was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.device code 1546 removed; device code 1310 added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending coronary artery (mlad) that is 75% stenosed. A 2.00x15mm mini trek was inflated once at 8 atmospheres (atm) but failed to inflate, even after several attempts. There were no adverse patient effects and no clinically significant delays. No additional information was provided.